Manufacturer narrative:
The customer reported that their AED will not power on. The customer state an extra battery pack was use but unable to perform a manual self test. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
The customer reported that their AED will not power on. The customer state an extra battery pack was use but unable to perform a manual self test. The customer did not report this occurred during patient use.